Event description:
A recall for this issue was initiated on 04/23/2015. Machine came down on a child patient. Patient's shoulder was injured, she is reported as being fine.

Manufacturer narrative:
No further information on patient.